Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the image sensor cable was faulty. The cause of the faulty cable was attributed to external load, due to unexpected stress such as excessively twisting and bending, was applied to the cable. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had no image. The issue was found during an unspecified therapeutic procedure. The procedure was completed. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the bending section couldn't be fixed firmly due to damage on the lock engagement lever. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: chairman of niigata prefecture welfare agricultural cooperative association oka chuo general hospital (added here due to character limitation)